Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Customer's blood glucose level was 480mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.